Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. It was confirmed during evaluation there was low flow in by-pass. Flow meter was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alarm 77 at startup and was also due for the 2000-hour preventive maintenance. Per additional information updated from ttm on 15may2025, biomed stated they needs to troubleshoot a calibration error 77 (no actual or expected values). Per sample evaluation results on (B)(6) 2025, low flow in by-pass after 2k preventive maintenance.